Event description:
The pt contacted animas alleging that the pump was unresponsive to up, down, and ok button presses. The pt denied that the keypad was damaged or exposed to water.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.